Event description:
Boston scientific corporation was informed that while using a hydrothermablator procedure set during a hydrothermablation (hta) procedure, a fluid leak occurred. A stabilizer and a speculum were in use during the procedure. Approximately 7 mins into the procedure there was a fluid loss alarm (10cc at a rate of 2 cc a min). The physician confirmed that the 4 by 4 inside the vagina were not wet, the machine was started again. Approximately a min and 15 seconds later there was a second fluid loss (10cc at 17 cc a min). The procedure was aborted and the pt was cooled. The physician observed a nickel size first degree burn on the cervix and possibly the left side vaginal wall. The physician thought that the speculum caused the damage to the tissue on the left side, wasn't caused by the hta procedure. The pt was treated with silvadene cream and vaginal pack. The pt is reported to the fine and scheduled for followup.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.